Event description:
A report was received that the patient was admitted to the hospital due to extreme pain felt at the midline incision site. The patient had a non device related hematoma that was pressing on his spinal cord. The physician evacuated the hematoma and explanted the whole device. The patient was doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4), description: linear st lead, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.